Event description:
It was reported that the clinician believed the patient was not receiving a complete infusion of antibiotics due to line occlusions. The customer indicated the line sometimes occluded when infusing at rates from 10-20ml/hour. Although requested, the customer indicated no further information will be provided. There was patient involvement but impact is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the clinician believed the patient was not receiving a complete infusion of antibiotics due to line occlusions. The customer indicated the line sometimes occluded when infusing at rates from 10-20ml/hour. Although requested, the customer indicated no further information will be provided. There was patient involvement but impact is unknown.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.